Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was 120 mg/dl. The customer stated that there were leaks in the reservoir between the o-rings. The customer stated that there was loss of insulin within the tank. The customer stated that the liquid is present in the battery compartment and even below the display. The customer stated that there were no air bubbles while filling the tank. The customer stated that the loss of insulin occurred with other lots.